Event description:
Customer called to report a series of alarms such as low reservoir, no delivery, and low battery. Customer also stated that alarm history may not show a few alarms as well. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).